Event description:
Fire department personnel were treating an arrest patient diagnosed to be asystolic. Reportedly, after the operators administered atropine and epinephrine, the patient converted to fine v-fib. An attempt to deliver a countershock was made, however, the device reportedly would not power up. A second battery was inserted into the device with the same result. The patient was not resuscitated. The operator stated that the device did not cause or contribute to the patient outcome. The statement was based on the patient's lack of viability.